Event description:
Additional information received reported that patient saw their healthcare professional 2-3 weeks prior to (B)(6) 2016. The patient had a computerized axial tomography (cat) scan done to check their implant and it seemed to be in the correct position. They put the same batteries back the sacral stimulator was found the unit was now on but set on 0. The patient set it for 2.5 and it had to be increased to 3.0. The issues with the interstim therapy had been resolved.

Event description:
The consumer reported the interstim implantable neurostimulator (ins) flipped, "sometimes roll[ed] over." This was noted to have occurred since (B)(6) 2015. It was indicated the patient slept in a stand-up chair like a car seat, which would grab her clothing. The patient felt like the ins was "in-on-end and flip[ped] sideways." The implant area was also hurting since (B)(6) 2016. A poor communication screen was reported on the day of the call ((B)(6) 2016). It was noted the patient used the antenna. Troubleshooting involved confirming the antenna was secured and then to sync with the ins, which had not resolved the issue. The patient was advised to unplug the antenna, place the patient programmer directly over the ins (on the skin) and sync. This also had not resolved the issue. Unsuccessful communication was reported, but the caller was unclear which screen had appeared or if the correct button was pressed as they had described the sync ins screen. The patient was at an appointment for a corneal implant at the time of the call. It was noted the patient had experienced urinating on herself/incontinence since her dbs healthcare provider (hcp) had turned the dbs implant back on (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointesti al/pelvic floor.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.